Event description:
The account alleged the left head siderail would not raise and latch. No pt impact.

Manufacturer narrative:
The technician found the left head siderail arm assembly is broken and not staying latched. The technician replaced the left head siderail arm assembly to resolve the issue.